Event description:
It was reported to medtronic neurosurgery that the valve was found to leak after being connected to the catheter which had already been placed in the patient. According to the report, a new valve was obtained to complete the procedure. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. However, it did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The IFU also advises that ¿the strata ii valve be placed in a surgically created loose subgaleal pocket, avoiding compression by the overlying scalp, and not under the scalp incision.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).